Manufacturer narrative:
Per the field service representative (fsr), he replaced the power cord. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart-lung machine (hlm) was plugged in and smoke was coming out from the outlet. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), he was able to verify the reported complaint because the power cord was charred. After replacing the defective cord the unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed heat damage to the neutral terminal of the power cord. Continuity testing of the neutral wire revealed a higher resistance than expected. The neutral wire measured 230 ohms, while the nominal resistance is 0 ohms. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.